Event description:
Report received from (B)(6) states: "does not cut during procedure."

Manufacturer narrative:
Though requested, the product is not being returned for eval. Additional info has been requested yet not received. Should additional info become available, a supplemental report will be submitted.